Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate by 13 minutes; the cause was unknown. Customer updated the time to address the issue. There was no adverse impact to the customer.